Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of olympus service operation repair center (sorc), omsc determined there was the possibility this phenomenon was attributed to the front panel unit failure of the subject device. The cause of the failure of the front panel unit could not be identified. However it might have occurred due to the aging deterioration due to the long term-use passing more than 5 years since manufacturing the subject device. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not returned to omsc but was returned to olympus service operation repair center (sorc). Sorc checked the subject device for evaluation and duplicated the reported phenomenon which was not displayed some of indicators on the front panel. It was caused that led could not light. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the front panel indicator of the subject device had the failure at the unspecified timing. The occurrence date of the event is unknown. There was no patient injury associated with this report.